Event description:
On 8/6/96 while chemotherapy was infusing, blood return became sluggish. It was later determined that there was a chemo extravasation. Chemo was stopped and physician notified. Catheter was removed later the same day. Wound care was given and area ultimately healed. May have been port problem.